Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Numerous kinks were present throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and into 93 seconds of thrombectomy mode, a leak at the male connector with female luer was revealed. The shaft of the device also was leaking during functional testing. The shaft was microscopically examined and it was found that there were two holes in the shaft 53.5cm distal of the strain relief. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and holes in the shaft were attributable to handling of the device. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on analysis completed on 30 april 2018. A spiroflex® angiojet® thrombectomy set was selected for a percutaneous coronary intervention. During preparation outside of the patient, the catheter was leaking and an error message was displayed. The physician attempted manual aspiration, but was unsuccessful, so the procedure was cancelled. There were no patient complications. However, device analysis found two holes in the shaft.